Event description:
It was reported that medication leaked from 15 bd safetyglide¿ needles during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "two separate issues with same lot number: drew up medication without issue, but not able to push medication once needle inserted into patient for injection. Unable to draw up medication, syringe plunger would expel medication. Additional info from customer: 01-aug-2023. Is there any adverse event occurred? Patients had to get re poked can you identify the number of occurrence? Between 10-15 before we pulled the entire supply with that lot number what is the event date? Between may and mid july,."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 24-aug-2023. H6) investigation summary: eleven samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Ten samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. A device history record review was completed for provided batch number 2188472. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, two lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that medication leaked from 15 bd safetyglide¿ needles during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "two separate issues with same lot number: drew up medication without issue, but not able to push medication once needle inserted into patient for injection ¿unable to draw up medication, syringe plunger would expel medication additional info from customer: (B)(6) 2023. Is there any adverse event occurred? Patients had to get re poked. Can you identify the number of occurrence? Between 10-15. Before we pulled the entire supply with that lot number. What is the event date? Between may and mid july"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.